Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1 (event site address), g3, g6, h2, h3, h6 (type of investigation, investigation findings component code, conclusion), h11. A getinge field service engineer fse evaluated the unit for the reported malfunction the fse replaced the following parts mca000000838 cable assembly fan 70mm6 2 ea, mca000000836 heatsink 0984 square 3 ea, mca000000837 heatsink 2098 square assy 1 ea, mca000000860 adhesive thermal fast cure 1 ea, mca000000833 thermal pad 1 ea and the 0125010001 cable tie 39 inch 99 mm 1 ea. All functional and safety checks were performed to meet factory specifications.

Manufacturer narrative:
Due to characterization limit e1: initial reporter name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) system over temperature during routine check. There was no patient involved.